Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. The handpiece device was evaluated and the reported condition that the device was not working was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device failed the temperature assessment. During repair it was observed that the bearings where worn out causing the device to fail the temperature assessment. The assignable root cause was determined to be due to wear from normal use over time. A review of the device history was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing it was observed that the handpiece device was not working. During in-house engineering evaluation it was observed that the device failed temperature assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.